Event description:
On 2/24/94, patient underwent small bowel resection with anastomosis. Patient had to return to surgery on 2/26/94 due to complications and it was noted there were no staples around the area of the anastomosis. Stapling device was suspected to be defective, but since it was a disposable device, this cannot be verified.